Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). A request was made to have data from this device analyzed and technical services (ts) determined that this pacemaker exhibited constant farfield oversensing that increased the power consumption. No adverse patient effects were reported. This pacemaker remains in service.